Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The sample was not returned to the manufacturer for inspection/evaluation. Upon receipt of new or additional information and completion of the investigation, a follow-up report will be submitted as applicable. (Expiration date: 03/2020).

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, vessel dissection was identified after inflation in the superficial femoral artery. Reportedly, the dissection was treated with a non drug coated pta balloon dilatation catheter and the event was considered to be resolved.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation review: the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, vessel dissection was identified after inflation in the superficial femoral artery. Reportedly, the dissection was treated with a non drug coated pta balloon dilatation catheter and the event was considered to be resolved. New information: it was reported that duplex ultrasound was performed, and occlusion was identified.